Event description:
It was reported to boston scientific corporation that a ultraflex covered tracheobronchial stent was used during a stenting procedure performed on (B)(6) 2009 (over 18 years). According to the complainant, the stent was deployed approximately 2cm, but could not be deployed any further. The device was removed and the procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
(B)(4) other (partial deployment). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).